Event description:
A manufacturer representative reported an impedance issue. The representative reported that impedance was greater than 3k ohms for all electrodes, except electrode #4, which was greater than 6k ohms. The representative tested at 1.50 volts and the patient could not tolerate running impedance higher. The representative said the patient would feel stimulation, then the patient wouldn't feel it, then at times it was just too high. The caller was told that it might be a connection or fluid issue. An x-ray and testing impedance at various body positions and palpitation to see if there was any sensation along the system was suggested. Getting impedance information from surgery, whether it was normal or not, was also suggested. The caller was redirected to the healthcare provider. No further complications were reported. The indication for implant was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient initially reported the event to them. They stated that the patient is scheduled for a battery replacement, and that their implantable neurostimulator (ins) is currently off. The patient¿s weight at the time of the event is unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative on july 14, 2017. It was reported that the stimulation from the implantable neurostimulator (ins) was fluctuating and there were no external factors identified. The ins was replaced on (B)(6) 2017, the rep attempted to check the connections and removed the leads and tightened/re-tightened many times. In result, all impedances were within normal range. The issues were resolved at the time of the report and the stimulation felt much better for the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was having stimulation issues, fluctuations from ¿ to ¿ and the impedances were off. They tried several attempts to reprogram without success. A new battery was applied and the impedances checked perfect. No further complications were reported or anticipated and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found ins was functionally okay with no significant anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.